Event description:
During laparoscopic cholecystectomy surgeon was using the (reprocessed) clip applier and the clips scissored (tips overlapped creating a twist), those staples were removed, the stapler was removed from the field and a new stapler (that was not processed) was opened with completion of the procedure - no harm to the patient.